Event description:
It was reported that a lead warning alerted due to the right ventricular (rv) lead with low impedance, noise and unipolar impedance higher than bipolar impedance. Follow up reported that the noise and impedance issues are related to the patient working around motors and magnets causing electrical magnetic interference (emi). The patient has been instructed to avoid close contact with the motors and magnets, no changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.